Event description:
As reported by the field clinical specialist (fcs), an 82-year-old female patient underwent a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra resilia (s3ur) valve. The valve was successfully implanted, and the patient was alive at the end of the procedure. During the procedure, the first valve became stuck in the sheath and began to exit the esheath due to a "tear". As the valve entered the body and made the turn there was some pressure, prompting the clinical team to halt advancement as the fcs "could see that the esheath had split and the delivery system started to push out of the sheath". The team straightened everything up and removed the system as a unit, and a new sheath was introduced. A second valve was then successfully advanced and deployed via the right iliac access site. The patient's right iliac artery was noted to have tortuosity. Despite the initial successful sheath placement, a small hole was later identified in the right iliac artery. A 10x5 stent was placed to seal the area. The patient tolerated the procedure well and is currently recovering without further complications. Upon follow up, the fcs indicated that the liner was punctured by identifying a photo within the follow up email. During the delivery of the first transcatheter heart valve, the damage occurred while advancing the delivery system around the iliac artery, where the sheath failed on the posterior side. The insertion angle was not steep, and no difficulty was reported during the insertion or removal of the delivery system or esheath. The entire system was removed together without complication. The damage was localized to the blue portion of the esheath shaft. No other edwards devices used during the case were reported to be damaged. The device was discarded and is not available for return. No procedural images were available to support the investigation. The perceived root cause of the event was vessel tortuosity. A 3mensio report was provided, which may offer additional anatomical insights such as the degree of tortuosity, calcification, and minimum luminal diameter. The lot number for the esheath was not recorded at the time of the event, but the reporter indicated that this information will be logged in future cases.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5 updated. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was confirmed empirically. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event as these patient factors were present in the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. The complaint for liner punctured was confirmed empirically. Available information suggests patient factors (tortuosity, calcification) and/or procedural factors (device manipulation, valve caught on liner) likely contributed to the event as these patient factors were present in the patient's access vessel and it was reported 'during the procedure, the first valve became stuck in the sheath and began to exit the esheath due to a 'tear'.' During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to sheath liner puncture due to direct interaction with crimped valve (e.g. Catching of strut). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), an 82-year-old female patient underwent a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra resilia (s3ur) valve. The valve was successfully implanted, and the patient was alive at the end of the procedure. During the procedure, the first valve became stuck in the sheath and began to exit the esheath due to a "tear". As the valve entered the body and made the turn there was some pressure, prompting the clinical team to halt advancement as the fcs "could see that the esheath had split and the delivery system started to push out of the sheath". The team straightened everything up and removed the system as a unit, and a new sheath was introduced. A second valve was then successfully advanced and deployed via the right iliac access site. The patient's right iliac artery was noted to have tortuosity. Despite the initial successful sheath placement, a small hole was later identified in the right iliac artery. A 10x5 stent was placed to seal the area. The patient tolerated the procedure well and is currently recovering without further complications.

Manufacturer narrative:
Investigation is ongoing.